Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The customer declined the repair and asked to have the device sent back to them unrepaired. The device was sent back to the customer without have any repairs done to it. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's display was completely white. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.